Event description:
Police responded to an elderly pt diagnosed as pulseless and apneic. The device was attached to the pt in an attempt to analyze the pt's ECG. The device allegedly displayed a connect electrodes warning message and ECG analysis was inhibited. A second automated external defibrillator was made available and used with the defibrillation electrodes. The pt's ECG as analyzed and no shock was advised. CPR and oxygen was administered. Paramedics subsequently arrived and took over treatment of the pt. A pulse was obtained and the pt was transported to the hospital. The pt's outcome was not known.